Event description:
While using the harmonic scalpel handpiece for a sympathectomy, the hand piece would malfunction periodically necessitating the restarting of the machine. It would then function for a few more minutes then require resetting again. The surgery was completed with this equipment and no harm was done to the patient.